Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 421 mg/dl at the time of incident. The customer did not provide information about symptom and treatment. The customer reported air bubbles in infusion set. The insulin pump will not be returned for analysis.